Event description:
It was reported that the patient presented remotely via merlin.net. Review of stored electrograms (egms) revealed the cardiac defibrillator (ICD) exhibited retrograde p-wave oversensing resulting in multiple inappropriate automated mode switch (ams) episodes. No intervention was reported. The patient was stable.